Event description:
The event occurred on an unspecified date and involved a tego® connector where it was reported tego's have been needed to be changed 2-3 times per week. Typically, their practice is to perform a sterile tego/cap change weekly or as needed if required. The thick clear plastic coating that is on the tip that connects to the hemodialysis line is shifting sideways or sinking down inside the tego itself. This has caused the inability to aspirate or, at times instill blood into and out of the catheter. This causes significant pressure alarms resulting in the inability to perform hemodialysis through the tego. They must then either perform an additional sterile tego/cap change prior to initiating the hemodialysis treatment or stop the treatment if the patient is currently running and perform a sterile tego/cap change. Once the tego has been changed, the problem does resolve until the next treatment. The event occurred prior to placing a patient on hemodialysis and a couple of times during hemodialysis. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Received one used device for evaluation. The silicone seal was observed to be torn by the posts as well as the top. The reported complaint of a torn seal could be confirmed. The probable cause of the damage to the silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.